Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with a documented low of 56 mg/dl and an alert for low glucose; the event was treated with oral carbohydrate and resolved without outside assistance or medical intervention. Symptoms were not reported. Outcomes included no hospitalization, no medical treatment, and no functional impairment. Investigation included call review, review of device reports, user education on proper meal announcing for all qualifying meals, and referral for clinical data specialist review to assess whether a device reset would be appropriate. Investigation of this case revealed no device malfunction observed in available data, with the ilet leveling lows and the user in range 97 percent of the time; the cause of hypoglycemia remained unclear and may be related to use patterns such as announcing only breakfast. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.